Event description:
It was reported that the catheter fell out of the patient the next day after placement. Per additional information received via email on 18 september 2019 from ibc representative, there was no damaged to the catheter. Per sample evaluation, the balloon was found to be asymmetric.

Manufacturer narrative:
The reported event was confirmed. A lubricath red rubber catheter was returned. The catheter was inflated with 10 ccs using a 10 cc leur lock syringe. The balloon appeared to be inflated. Water was found leaking from around the inflation valve. On closure examination, it was found that there was a small pinhole on the inflation funnel near the inflation valve. The root case of the reported event was due to an operator error during the valve and cap and inspection procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use." This instruction would be helpful to prevent the use of a defective catheter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient the next day after placement. Per additional information received via email on 18 september 2019 from ibc representative, there was no damaged to the catheter. Per sample evaluation, the balloon was found to be asymmetric.